Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of device unable to interrogate was confirmed in laboratory and was due to corrupted product code. After product code was downloaded, normal function resumed.

Event description:
It was reported that the patient presented in the clinic for routine follow up. Pulse generator was unable to interrogate. Device was explanted and replaced. Patient was in good condition.